Event description:
A patient/layperson spoke with a customer service associate (cca) in 2007, alleging she became hypoglycemic after basing insulin on an elevated result on her one touch ultra meter. The product was replaced. This senior medical affairs specialist spoke with the patient on 6/12/07, to confirm and obtain additional information. Results are in mg/dl, the correct unit of measure. The month before, the patient's bedtime glucose was 182. She took her usual 72 units of evening lantus. At 7:30 a.m. The next day, before breakfast, the patient's blood glucose was 420. She "felt ok" and denied having any symptoms of hyperglycemia. She took her set amount of 45 units of lantus and 18 units of humalog based on a sliding scale. Although she was instructed to call her doctor, when her results were over 401, she did not. Twenty to thirty minutes later, "my lips became numb, tongue swelled up, and I began to slobber," all symptoms she has when hypoglycemic. A test on her meter resulted in an error message that she does not recall. Her daughter obtained a neighbor's "ultratouch" and obtained a "117" on the neighbor's meter. Soon after another blood glucose result was "29" on the neighbor's meter. Her daughter gave her orange juice containing 4 tb of sugar. At 6:30 pm, the same day, she obtained an error message on her own meter followed by two more tests, 300 and 400. Doubting the results, "I got mad and threw away the strips." Since she discarded the strips and has no control solution, they could not be tested. The patient was diagnosed with diabetes 12 years ago. After being diagnosed with nonalcoholic steatohepatitis five years ago, she recently was placed on a liver transplant list. Although she does not know her current hematocrit result, two months ago, she was given medication by IV for a low red blood cell count. An abnormally low or elevated hematocrit (below 30% or above 55%) can affect blood glucose results as noted in the test strip literature and owner's booklet. She stated she became tired due to this health issue and asked to be called back if I needed more information. Because the patient alleged, she required help from her daughter while hypoglycemic after basing insulin on the meter result of 420, the complaint is considered an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. D4 information is unknown, patient discarded the test strips.